Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer booted up to a system error; hard drive corruption found. It is noted a programmer service disk was in the drive. Concomitant medical products: product ID 2067l, rf (radio frequency) head. (B)(4).